Event description:
A customer contacted beckman coulter inc. (Bec) and reported that no foam was leaking from the y fitting. While troubleshooting, the customer found the y fitting was broken. The issue is associated with the unicel dxc 600 pro synchron clinical system. The customer reported there was no effect to patients. No failure mode was identified in which the potential for erroneous results exists. No effect to the user has been reported.

Manufacturer narrative:
A customer technical service (cts) generated a service request. A field service engineer (fse) stated that he sent the customer a new no foam assembly to install. The fse confirmed that the y fitting was broken and leaking. Fse confirmed customer has resolved the issue with the replacement no foam assembly. No service performed by bec fse. Hardware is the root cause for this event. (B)(4).